Event description:
On (B)(6) 2009, the pt reported an e4 (occlusion) error on his insulin infusion device which he cleared by changing his infusion set. He stated that prior to the e4, he dropped the device and when he tried to reconnect to this infusion set, there was some resistance. He said he did not notice any physical damage to the infusion set or cannula but he feels the connection not being secure caused the e4. He discarded the infusion set at issue. No blood glucose concerns related to this issue were reported. The pt did not require assistance from a healthcare professional or second party to address the issue. No product was available to be returned for eval.

Manufacturer narrative:
No product will be returned for eval.